Event description:
It was reported that during tunneling, the clear plastic material that passes through the center broke or was somehow cut off. There was no issue when it was first used but it broke while it was passing through the relay point following the first one. This event occurred during operation. The physician stated a carrier was opened to replace the first one and it wasn't broken but a crack was confirmed in a similar place as the broken place in first one. It was stated that there were no health hazards to the patient and it was stated there were moderate health hazards to the patient. It was later reported that the device was used in the patient and there was no issue for the patient. If additional information is received, a follow-up report will be sent. This report captures the replacement carrier that was cracked when opened. Reference regulatory report #3007566237-2014-02948 for the initial carrier used that broke during tunneling.

Manufacturer narrative:
Concomitant medical products: product ID: neu_obturator_acc, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluations: analysis found ¿the obturator broke at the injection mold gate. Cracks were observed within the material at the gate.¿ it was noted ¿the obturator was bent in the normal location when used in a tunneling tool.¿

Event description:
Please note this report captures the carrier that broke during use. Please see manufacturer report #3007566237-2014-02948 for information regarding the replacement carrier that was found to be cracked upon opening.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.